Manufacturer narrative:
The device was not returned for analysis. Production record review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known. Corrections: d1 ¿ brand name: updated, d2a ¿ common device name: updated, d3 ¿ name, address 1, city, postal code: updated.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a diagnostic procedure with a small-bore sheath. Reportedly, when pulling out the plunger the suture broke. Hemostasis was achieved with the same device as the knot had already been placed. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions.